Event description:
This lead was implanted on (B)(6) 2002. A call to technical services on (B)(6) 2011 states that the system was explanted today due to pocket infection. Unknown cause of infection. Cultures from device and lead tips sent to pathology lab. New system implanted on right side. Patient recovering well. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).